Manufacturer narrative:
We are now investigating in details.

Event description:
On (B)(6) 2015: a female pt who is a homemaker wife complained of pain in both knees and received artz injection for gonarthrosis. She had received artz between 2010 and (B)(6) 2014. She experienced discomfort in the left knee at 18:00. On (B)(6) 2015 - she developed swelling and pain in the knee at 8:00. On (B)(6) 2014 - she walking difficulty and visited the injection physician at 9:00. She received arthrocentesis and lidocaine injection. She was prescribed 3 days course of cefteram pivoxil. She was referred to a hospital. Test results were as follows. (Synovial fluid). Negative for smear; gram-positive coccus, gram-negative diplococci, gram-positive bacillus, gram-negative bacillus, yeast-like fungus, (+2) for wbc. No bacteria. Negative for culture; general bacteria and strict anaerobic bacteria. [Blood] wbc 9500 (h), rbc 459x10.4, neu 63.3 percent, eos 0.9 percent, baso 0.3 percent, mono 6.6 percent, lymp 28.9 percent crp 0.66 mg/dl(h). On (B)(6) 2015 - the hydrarthrosis persisted and she was admitted to the hospital. No anaerobic bacterial growth was found in the synovial fluid. On (B)(6) 2015 - blood test results were as follows. Wbc 4100, rbc 418x10.4, neu 61.3 percent, eos 3.6 percent, baso 0.7 percent, mono 4.6 percent, lymp 39.8 percent crp 0.27 mg/dl. On (B)(6) /2015 - she was discharged. Ehr condition was recovered.